Manufacturer narrative:
Occupation is lay/patient. The test strips were requested for investigation. Test strips (lot no. 424010-22) were returned with 1 previously dosed strip. No remaining test strips were available for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial #: (B)(4) compared to a laboratory with an unknown reagent. The meter result was 2.7 inr at12:00 pm and the laboratory result was 7.7 inr at 1:30 pm. The therapeutic range was 2.0-3.0 inr. The customer believes the lab result is accurate.